Manufacturer narrative:
Insulin pump alarmed motor alarm during rewinding due to corroded home switch noted. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a motor error alarm. The customer's blood glucose level was 390 mg/dl at the time of the incident. The drive support cap was appeared normal (slightly indented). The insulin pump was not been exposed to high magnetic field. The customer was able to successfully clear the alarm but was unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.